Event description:
Caller reported a malfunction on the pump, but there was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump and assisted in doing so. After the pump was reset, the malfunction code did not recur, and the customer was able to continue using the pump. The caller was also instructed to reach out again if the malfunction code reappeared.